Manufacturer narrative:
The lead was capped and replaced, with no adverse patient effects reported. As a result, the lead will not be returned for analysis, and the reported allegation cannot be confirmed. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported that this implantable right ventricular lead experienced undersensing (r waves were 1.3 ms, impedance 381 ohms and threshold 1.9 v @ 0.5 ms). The lead was capped and replaced, with no adverse effects reported. The lead was actively implanted for approximately 8 years, 6 months.